Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to lose /protruded drive support disk. Unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. No unexpected signal too low alarm anomalies noted. Pump was received with normal operating current. Pump passed self-test. Pump passed off no power test. Pump was received with minor scratched lcd window, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm and signal too low alarm. The customer's blood glucose value was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the pump passed self-test. The product was returned for analysis.